Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good physical condition. There was no evidence in the event history log. Functional testing was unable to duplicate the issue. No fault was found, the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited two alarm types: regular "beeps", without an error message, and the alarm accompanied by the message: "no cassette, clamp tubing". The pump programming reads: flow rate 0.9ml/h, volume 50ml. The device alarmed when 30ml remained to be infused. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.